Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen due to the touchscreen. Analysis also found several cracks on the bezel of the touchscreen, the cable bay latch was broken, bullets assemblies were missing, and error found in the programmer software history.

Event description:
It was reported the screen failed. The programmer was returned for service. No patient complications have been reported as a result of this event.